Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was over 600 mg/dl. The patient treated via manual insulin injection. During troubleshooting the customer did not identify any set, site, or insulin pump anomalies. The infusion set cannula was straight and there was no bleeding at her site. The insulin pump was not returned for analysis.